Event description:
In 2008, the sales representative reported that the pt had a removal of hardware due to pseudoarthrosis. Original surgery date is unknown.

Manufacturer narrative:
There is no product returned; this event is a revision surgery.